Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12009. It was reported that the atrial lead exhibited failure to capture. The atrial lead was explanted and replaced on (B)(6) 2021. During the procedure on (B)(6) 2021, the right ventricle lead got dislodged. The right ventricle lead was also explanted and replaced. Patient was stable before and after the procedure.